Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expelled essure coils/essure coils removed from the uterine cavity/essure coils seen within the endometrial cavity lid been expelled') in an adult female patient who had essure (ess205) inserted. The patient's medical history included abdominal pain, uterine leiomyoma, fibroids, ovarian cyst, dysmenorrhea, stress urinary incontinence, cystoscopy, ovarian cystectomy, sterilization, dysfunctional uterine bleeding and right lower quadrant pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with surgery (laproscopic right salpingo-oopherectomy hysteroscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expelled essure coils/essure coils removed from the uterine cavity/essure coils seen within the endometrial cavity lid been expelled') in an adult female patient who had essure (ess205) inserted. The patient's medical history included abdominal pain, uterine leiomyoma, fibroids, ovarian cyst, dysmenorrhea, stress urinary incontinence, cystoscopy, ovarian cystectomy, female sterilization, dysfunctional uterine bleeding and right lower quadrant pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy hysteroscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.